Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the pump shows the main arm cannot communicate with the motor arm and drive count error boundaries exceeded after movement. The blood glucose level was 252 mg/dl. The pump wasn't working as designed. The pump being return for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specifications. The device passed self test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device was monitored without battery and device powered up properly after insertion of the battery and no pump error 23, pump error 68, pump error 42, pump error 49, pump error 2 or pump error 3 were noted.